Event description:
Event description boston scientific, crm received information that this pacemaker was explanted due to the patient's death on 11/11/99, and was returned to boston scientific for analysis approximately 6.5 yrs later. There is no information to indicate that an allegation has been made against the device. This device is part of the hermetic sealing original advisory population, as described in the physician communication on july 18, 2005.